Manufacturer narrative:
(B)(4). Actual product was not returned. An investigation was completed based off of the accuview graph data. Study data confirmed high ph readings, causing the bravo to ignore. Thus, the investigation identified the root cause as capsule failure.

Event description:
Customer reported bravo study with high ph readings. A repeat procedure was scheduled.